Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that insulin leaked into the reservoir compartment. The reservoir o-rings were intact. The customer did not notice any high blood glucose levels during the time that the reservoir was used. Nothing further was reported.